Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 impact code 4631 removal/replacement was inadvertently not included in the previous supplemental report, therefore, it is captured in this supplemental filing. The following section has been updated accordingly: section h6: health effect - impact code: 4631 removal and replacement. The code provided in the initial report 4627 is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported that the same type of iol and diopter of lens was inserted successfully after this incident. The product is not available for evaluation. It was reported patient information cannot be provided due to personal data privacy policy. No other information was provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6) . Section h6: health effect - clinical code: 4581 - incision enlarged. Health effect - impact code: 4625- incision enlarged, 4625- sutures.

Event description:
It was reported that an monofocal intraocular lens (iol) was fully inserted and removed during the same procedure due to one of the haptics broke off the lens. An incision enlargement and sutures were required, however, a vitrectomy was not required. There was no delay in procedure. No medication was prescribed. Daily activities was not significantly affected. The patient has fully recovered. No other information was provided.